Manufacturer narrative:
H3: analysis of the lead (lot #: va2qwuz) revealed that there were no anomalies with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 ,lot# va2qwuz, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 24-oct-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the electric resistance of the lead was too high. On impedance test 3,0; 3,1; 3-2; 2,0; 2-1; 1-0 were all red. Contributing factors and troubleshooting measures were unknown. The product was replaced. The issue resolved. No surgical intervention occurred or is planned. No symptoms were reported. Device was never implanted. Additional information was received that was confirmed by the physician reporting that the impedance issue was first observed during intraoperative testing. The exact impedances were not reported.